Event description:
"At the first follow up, one week later the implantation, the CT scan has shown the treo's right leg thrombosed. The implant was planned and performed according to the IFU. The physician assumes this condition, only one week later the implant, has occurred due to the monoclonal gammoapthy which makes the blood denser. The CT scan shows that the leg is completely open and there are no stenosis in the graf." Patient outcome: "the patient went to the emergency with paresthesia to the right leg and little pain and the CT scan showed thrombotic occlusion of the treo's right leg. They decided to get it in or to do a femorofemoral bypass."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to a treo abdominal stent-graft system. The treo abdominal stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4))."

Event description:
"At the first follow up, one week later the implantation, the CT scan has shown the treo's right leg thrombosed. The implant was planned and performed according to the IFU. The physician assumes this condition, only one week later the implant, has occurred due to the monoclonal gammopathy which makes the blood denser. The CT scan shows that the leg is completely open and there are no stenosis in the graf." Patient outcome: "the patient went to the emergency with paresthesia to the right leg and little pain and the CT scan showed thrombotic occlusion of the treo's right leg. They decided to get it in or to do a femorofemoral bypass."